Manufacturer narrative:
Wrong diopter due to refractive error. No iol problem reported.

Event description:
The lens was explanted due to a refractive error. The cause is most likely due to inaccurate readings from the diagnostic device used to calculate the lens power.